Manufacturer narrative:
Please note that this device was used in an off-label manner as it was implanted for treatment of epilepsy. Other applicable components are: product ID: neu_unknown_lead, implanted: (B)(6) 2008, product type: lead.

Event description:
Son, b.c., shon, y.m., choi, j.g., kim, j., ha, s., kim, s-h., lee, s. Clinical outcome of patients with deep brain stimulation of the centromedian thalamic nucleus for refractory epilepsy and location of the active contacts. Stereotactic and functional neurosurgery. 2016. 94(3):187-197. Doi: 10.1159/000446611. Summary: to investigate the clinical outcome of patients treated with chronic deep brain stimulation (dbs) of the centromedian nucleus (cm) for refractory epilepsy and to determine the location of active contacts. Reported events: one (B)(6) female patient underwent bilateral anterior nucleus (ant) deep brain stimulation (dbs) for refractory epilepsy in 2008. The patient showed a prominent seizure reduction to a seizure-free status for the mechanical lesion effect for 2 or 3 months after the initial implantation; she experienced a reduction in seizures of 39.8% at one year. However, the antiepileptic efficacy was not maintained during the period of chronic stimulation. Approximately 5 years after implant, the patient underwent a revision to move the left lead to the centromedian thalamic nucleus (cm) due to a loss of efficacy and a misplaced lead on the left side. No specific device information was provided in the article regarding this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.